Manufacturer narrative:
The device was returned to a third-party service center for evaluation. Evaluation was completed 07 dec 2024. Evaluation found non-critical service required alarms during evaluation that did not indicate any critical issues occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Event description:
The manufacturer received information alleging a ventilator failed test step for system leak verification. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.